Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, on (B)(6) 2007, patient underwent following procedure: l5 laminectomy, bilateral l5-s1 posterior lumbar interbody fusion with peek cages and bmp and l5-s1 lateral fusion with pedicle screw instrumentation. Pre-op and post-op diagnosis: l5-s1 spondylolisthesis. Per operative notes: ".. Discectomies were then performed bilaterally at l5-s1. The endplates were prepared with the scrapers and down-pushing curettes. A 10 x 26 mm lordotic peek cages were filled with bmp and then impacted on each side to form an interbody fusion. Intraoperative fluoroscopy confirmed good position.. The transverse processes, lateral facets and sacral ala were decorticated with a high speed drill. The remainder of the bmp was impacted bilaterally and then the morcellated laminar bone was impacted to form a lateral fusion.. The patient tolerated the procedure well and returned to recovery room in satisfactory condition.." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.